Event description:
Initiator reported that back to back tests performed on the pt's surestep meter using different finger sticks were 114 and 70 (48% difference). Lfs rep discovered results were obtained using incorrect technique and waiting more than 2 mins before inserting test strip into meter. Bs test done with assistance from lfs rep was 78 mg/dl. Pt reported feeling dizzy and lightheaded when bs result was 78. The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.